Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal (base)') in a (B)(6) female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal (base)') in a 55-year-old female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain') in a 55-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), autoimmune disorder ("autoimmune issues"), arthritis ("arthritis"), arthropathy ("joint problems"), tooth disorder ("teeth issues"), alopecia ("hair loss"), myxoid cyst ("mucoid digital cyst"), cyst ("cysts"), intermenstrual bleeding ("break through bleeding"), anxiety ("anxiety"), dyspareunia ("painful intercourse"), headache ("frequent headaches"), abdominal pain ("stabbing abdominal pains"), back pain ("low back pain"), arthralgia ("hip pain"), fatigue ("fatigue"), asthenia ("decreased energy"), rash ("skin rashes") and feeling abnormal ("memory/brain fog"), underwent tendon sheath incision ("trigger thumb release") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, inflammation, autoimmune disorder, arthritis, arthropathy, tooth disorder, alopecia, tendon sheath incision, myxoid cyst, uterine leiomyoma, cyst, intermenstrual bleeding, anxiety, dyspareunia, headache, abdominal pain, back pain, arthralgia, fatigue, asthenia and rash outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, arthritis, arthropathy, asthenia, autoimmune disorder, back pain, cyst, dyspareunia, fatigue, feeling abnormal, headache, inflammation, intermenstrual bleeding, myxoid cyst, pelvic pain, rash, tendon sheath incision, tooth disorder and uterine leiomyoma to be related to essure. The reporter commented: date(s) of insertion: 2008-2009 (per pif). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-apr-2022: pif received. Reporter information, product insertion date added. Event: medical device removal updated to event: extreme pain. Events: inflammation, autoimmune issues, arthritis/joint problems, teeth issues, hair loss, trigger thumb release, mucoid digital cyst, fibroids, cyst, break through bleeding, anxiety, painful intercourse, frequent headaches, stabbing abdominal pains, low back pain, hip pain, decreases energy/fatigue, skin rashes, memory/brain fog added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.